Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 05-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
A medwatch/maude report, mw5069231, was received stating: "reporter called to report, that after having surgery on her shoulder she did not receive adequate instructions for removing her on-q pump and was told nothing about side effects of having this type of pump. She reports that the pump felt like she had a three pound weight around her waist and neck nor, did she feel removing it. She had swelling in neck and hands, right-sided facial difficulties, pain, redness and scratches on the back of her neck. Reporter states that she called her home health nurse for instructions to take it out and she could not remove the tape from her neck. She also, called ems because she was feeling weak and in a lot of pain. She asked ems to help her remove the pumps tube from her neck. They refused and advised her to see her doctor. Reporter states the she cut the tube to stop the pump. While at the doctors office it took three nurses to remove the tube and tape from her neck. Reporter explained to the doctor what adverse events she was experiencing and felt like dr. (B)(6) did not take her complaints seriously. She asked what she should do to fix the pain and swelling that she has been experiencing. The doctor stated that he was sorry that I had a bad reaction to the tape. Reporter explained further to him that I'm experiencing pain, and if feels like something is still in my neck. " no additional information was provided in regards to the patient's status.